Manufacturer narrative:
A steris technician inspected the table and was unable to duplicate the reported event. The surgical table is currently maintained and serviced by a third party. The third party servicer believed the event to be caused by fluctuations in the table's power supply. Although not able to duplicate the reported event, as a precaution, a replacement power supply will be installed by the third party servicer. Steris has requested that the original power supply be returned for evaluation. A follow-up report will be submitted once additional information becomes available. Steris has offered in-service training on the proper maintenance and operation of the table and is awaiting a response.

Manufacturer narrative:
Upon further evaluation, it was identified that the root cause of this event is related to the (B)(6) 2010 steris corporation voluntary field correction (recall #z-0624-2011) for cmax surgical tables. Steris has learned that certain cmax surgical tables may lose calibration if the table is operated only on battery power and if the table is in a low battery charge condition. This could result in the table moving into an unexpected tilt position when the "level" button is depressed on the hand control keypad. Steris has received no reports of injuries associated with this condition. A low battery charge condition exists when no bars on the table led display are illuminated. Loss of calibration will not occur if a table is connected to ac power. As described in the cmax surgical table operator manual, the table should be connected to ac power as often and as long as possible; connecting the table to ac power as soon as the low battery condition occurs will prevent possible loss of calibration. The field correction has been completed on this table and no further issues have been reported.

Event description:
The user facility reported that during a patient procedure, the surgical table went into trendelenburg position when commanded to go into reverse trendelenburg by the operator. Hospital personnel attempted to level the table, however the table remained in trendelenburg position. The patient was transferred to another surgical table and the procedure was completed successfully. No injuries were reported to the patient or hospital staff.